Manufacturer narrative:
Concomitant product: product ID neu_wrench_acc, serial# unknown, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator 97714 restore sensor MRI (serial number (B)(4)) found no device anomaly. (B)(4)

Event description:
It was reported that a power-on-reset (por) occurred with error code of 0x200 (clock too slow) message was observed on the implantable neurostimulator (ins) on initial set up when it was being set up for implantation. The manufacturer¿s representative tried to set the clock but the ins was stuck at the lead configuration screen. It was then reported that the clock was set correctly with no changes made to the clinician programmer unit. A second ins was then used which worked. The other ins was not used in the patient and was returned for analysis. There were no further details or interventions reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.